Event description:
Revision surgery due to possible infection, labs came back clean, but the incision appeared to be infected.

Manufacturer narrative:
The agent reported revision surgery due to possible infection, labs came back clean, but the incision appeared to be infected complaint has been evaluated and is similar to report number 1644408-2023-00716; 941-01-36e, s808 - infection, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.